Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent damage occurred. While attempting to advance a 3.5 x 20 promus premier select through the stenosis, a stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event.

Event description:
It was reported that the stent damage occurred. While attempting to advance a 3.5 x 20 promus premier select through the stenosis, a stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event. P select ous mr 3.50 x 20mm stent delivery system was returned for analysis. Based on the potential root causes identified, the following attributes were examined: a visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to rows 4 and 5 at the proximal end of the stent; struts lifted and pulled back in distal direction. The od (outer diameter) of the undamaged crimped stent was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.